Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device that was implanted internationally was found to be programmed to left ventricular (lv) therapy only mode, however the patient did not have a lv lead. Boston scientific technical services (ts) was contacted for assistance. The field representative indicated the patient had a right ventricular (rv) lead implanted. Ts discussed this is not recommended use of the device and it may be possible that the rv lead was inserted into the lv port. It is unknown whether the lv therapy only mode was intentionally or accidentally programmed. This product remains in service. No adverse patient effects were reported.